Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had experienced low blood glucose. The customer¿s blood glucose was 289 mg/dl at the time of the incident and current blood glucose was 159 mg/dl. The customer¿s blood glucose was 45 to 60 mg/dl. The customer was treated with bolus for high blood glucose. It was reported that the insulin pump had issues and experienced low blood glucose. The customer does not allege pump was under delivering. The customer declined the troubleshooting for the insulin pump and high blood glucose. The customer was advised to change entire set, reservoir and insulin and treat per health care professional instructions. The insulin pump will not be returned for analysis.